Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory (B)(6) 2007 population product advisory that was initially communicated on (B)(6) 2007, was explanted for an unspecified reason. To date, no adverse patient effects were reported with this clinical observation. Additional information was sought from the local area sales representative, however, no information is currently available. The device was returned to allow for reliability analysis.